Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord s timulation. It was reported that the patient's device had not been working for a very long time. No other details available. No symptoms reported. No further complications were reported/anticipated.